Event description:
Olympus medical systems corp (omsc) was informed that during gastral endoscopic submucosal dissection (esd), the distal end of the subject device broke and came off into the patient. The doctor removed it from the patient. The procedure was completed by using another device. There was no patient injury regarding this report.

Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the knife was burnt. As the checking of the manufacturing record of the same lit, nothing abnormal detected. Therefore, omsc thinks that the length of the contact between the cutting knife and tissue was too short of the knife came close to the tissue while activating output, which caused spark and a part of the knife became extremely hot, resulting in strength decrease. A stress to the knife was applied while cutting tissue, which led to the breakage. This report is being submitted as a medical device report in an abundance of caution.